Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). After further investigation, baxter discovered that the reported condition is not reportable.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which there was white fiber discovered inside the reservoir. There was a breach in the sterile fluid pathway. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.